Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "capsule." Healthcare professional later reported confirmed "capsular contracture, baker grade iii." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. A workmanship was observed not related to the complaint for a split in patch observed event. A further investigation is requested to analyze the split in patch observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "capsule." Healthcare professional later reported confirmed "capsular contracture, baker grade iii." Device was explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area (ss), it is out of specification per qa199.04. The event of capsular contracture was unable to observed, and the workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 8.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only inv-73303 in july 2023) no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side "capsule." Healthcare professional later reported confirmed "capsular contracture, baker grade iii." Device was explanted.